Event description:
It was reported that the pulse generator could not be interrogated. The measured battery data in 2007 was 2.62 v, 10 ua, 9.5 kohms with an estimated 1 - 1.25 years remaining longevity. Several attempts to perform a software download failed. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode. The battery was heavily depleted and at end-of-life (eol) due to normal battery depletion. After replacing the battery and downloading the product code the device functioned normally.